Event description:
It was reported that the patient presented to the hospital for lead extraction. Upon interrogation, the right ventricular (rv) lead revealed noise over-sensing resulting in pacing inhibition. The rv lead was explanted and replaced. There were no patient consequences.